Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call of issues with the customer's pump display not working. The customer was called and the customer states the display does not work. The customer's blood glucose level at the time of incident was 386mg/dl. The customer states they treated their high levels with a manual injection. The customer states the device was exposed to moisture. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.